Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely the device posterior foot was in the access site leading to the needle missing the cuff and the foot catching tissue when closed. In this condition, when excess force was applied the foot break occurred. Additionally, it is likely an interaction with tissue cause a deflection of the needle to miss the cuff. Then when the foot was closed it captured tissue. When excess force was applied the foot break occurred. It is recommended, when the device is stuck, or when the foot does not close fully; to reopen the foot, insert the device until a mark is noted, then attempt to reclose the foot. It should be noted that the prostyle instructions for use states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties with the device, therefore, notification is not required. The reported patient effect of foreign body in patient, and injury are listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - against resistance.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with a prostyle device using a 7f sheath after a percutaneous coronary intervention procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The initial attempt to withdraw the device was unsuccessful, however, with applied force, the device was able to be removed. Upon inspection, it was noted that the rear foot was not visible. The location of the rear foot is unknown. It was noted that if a separation occurred, there were no attempts to retrieve the detached portion. A new perclose device was used to achieve hemostasis. There was no reported clinically significant delay. No additional information was provided.